Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. There were two thoracic aortic aneurysms one located mid descending thoracic aorta and the other in the distal thoracic aorta near the level of the celiac artery. Vessel morphology was reported at the access vessels were small in diameter. The physician requested and implanted endurant cuffs because of the small access and minimal aortic coverage of the endurant device. It was reported that the patient had a minor cva and was having issues with arm movement. The patient is stable at this time. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (cva/stroke); related to operational context (device used in the treatment of thoracic aortic aneurysms). Evaluation, conclusion: operational context contributed to event (device used in the treatment of thoracic aortic aneurysms).